Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be unresponsive. The bolus button was found to be inoperable. The bolus button was found to be damaged and leaking. Moisture residue was observed inside the pump and on the keypad flex and connector. The user guide warns that cracks, chips, or damage to the pump may impact the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad buttons were found to be unresponsive. This report is being made based on the evaluation results.